Manufacturer narrative:
The results of the investigation are inconclusive since no products were returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
It was reported that the patient felt a buzzing sensation on their left foot during an MRI so the MRI had to be stopped. It was noted that the ipg was in MRI mode. Troubleshooting is ongoing.